Event description:
Same case as MDR ID#2134265-2013-06798. Reportable based on analysis completed on (B)(4) 2013. It was reported that slow inflation and crossing difficulty occurred. The vascular access was obtained via the radial artery. The 95% stenosed, 20mm in length, 3.5mm in diameter, concentric and de novo target lesion was located in the severely calcified and mildly tortuous left circumflex (lcx)artery with angulation bend of <=45 degree. The lesion was predilated with a non bsc balloon catheter, leaving 85% residual stenosis in the lesion then promus element 3.5mm x 20mm was implanted but it could not fully appose. They post dilated it with a 15mm x 3.5mm quantum maverick balloon catheter, however, slow inflation and unable to cross was noted. The procedure was completed with a 3.5 non-bsc balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the hypotube was broken.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: there was contrast on the shaft and balloon. There was blood in the wire lumen. The balloon was loosely folded. The hypotube was separated 87cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by connecting a new toughy, stopcock, and inflation device to the distal fractured end of the catheter. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).